Event description:
During product evaluation, the pump's batteries were found to be depleted.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of depleted batteries was confirmed. Inspection of the device also found that the pump's batteries had 11 battery discharges below the alarm threshold. These indicate that the pump's batteries are damaged, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).